Event description:
During service by baxter personnel, it was found that a colleague infusion pump experienced failure code 550:320:844:0000 that failed to audibly alarm. There was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. This device utilizes user interface module master software version 6.13.90 categorized as remediated.

Manufacturer narrative:
The condition of failure to alarm was confirmed through device evaluation and was found to be due to a disconnected speaker harness. The speaker harness was reconnected to correct the reported condition. A follow-up report will be submitted if additional information becomes available. (B)(4)